Event description:
The facility reported an infusion pump with inaccuracy. It was not specified if this occurred while infusing on a patient. The facility rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event.